Manufacturer narrative:
The field service engineer (fse) performed a baseline check, checked calibration, checked qc, ran diagnostics checks, and ran functional checks. All checks were acceptable. The field applications specialist stated that carry over studies did not indentify carry over or hardware issues. A precision was performed that was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of questionable benz benzodiazepines plus results for 2 patients tested on a cobas 6000 c (501) module compared to confirmation testing. The customer was testing with the qualitative benz test. For both patients the initial benz results on the c (501) were positive.the benzodiazepines results with thin layer chromatography ls/ms were negative. Patient 2 was a 59-year-old male with a date of birth of (B)(6)1960.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.